Event description:
When hemovac from patient's iliac crest, the tip came apart and remained in patient. Patient brought back to surgery on 9/3/93 for removal of hemovac.device labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: mechanical problem. Conclusion: device failure occurred and was related to event, device failure directly caused event, device failure directly contributed to event, device discarded - unable to follow-up. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.